Event description:
Inbound patient reports cassette would not work on both pumps, replacement cassette is now working for veletri. Patient is prefilled. No further details provided. Prefilled cassette would not work on either pump.